Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the shears used with a generator and was continuously giving error code 5. Shear disassembled and reassembled with no charge. There were no adverse pt consequence. A new shear was opened to complete the case.